Event description:
It was reported that the patient presented with an infection. It was reported that the leaking proceeded and in february, the poly was replaced and the site washed a second time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. If additional information becomes available, it will be submitted in a supplemental report.